Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a small volume infusor. The reporter stated that there was residual drug remaining in the bladder after the expected infusion time passed. There was no patient injury or medical intervention associated with this event. No additional information is available.